Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between july 1-3, 2023. H11: two actual devices and a photograph of the sample were provided for evaluation. Visual inspection was performed on all the samples. The reported issue of leakage was not easily identified during the visual inspection on the returned samples. The returned photograph was reviewed, and it showed that solution had leaked into the outer pouch; however, the actual location of leak was not able to be identified or determined. Functional testing of samples was performed, and it was noted that there was a leak from the administration spike port bonding area on the returned samples. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port. This was observed during setup. There was no patient involvement. No additional information is available.